Event description:
It was reported the programmer head was unable to pick up devices intermittently. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported interrogation issue; able to interrogate devices multiple times with no fault found. Analysis was unable to confirm the reported software upgrade issue. Analysis found the stylus does not function, stylus found out of electrical specification. Keyboard cable separating at connector; keyboard cable found damaged. Programmer display drops; lower display hinges found damaged. Programmer failed chart recorder test; printer found out of electrical specification. (B)(4).